Event description:
It was a cartridge alarm occurred. During troubleshooting with technical support, another cartridge was loaded, and the issue resolved. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.